Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 400 mg/dl. However, it was not clear whether the high blood glucose level was related to the reported issue or the customer's diabetes management.